Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for routine generator change. During procedure, the pacemaker stopped pacing upon cauterization. The patient was paced with external pacemaker pads until the new pacemaker was connected. Patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.